Event description:
Info received indicates the tubing was leaking where it connects to the injection cap. Injection cap changed twice tubing continued to leak. Changed injection cap and tubing no leaking noted. Leaking at injection cap and tubing connection.

Manufacturer narrative:
Product was not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from luer vendor does not meet specification.